Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaint reported in the lot number. Additional information was requested from the consumer via phone on 03/13/2009 and 03/30/2009. Per the consumer's request, the surgeon was not contacted. This report was mailed to FDA on: 04/10/2009.

Event description:
A consumer reported he is experiencing blurry distance vision (right eye more than the left) and cannot see at night, following intraocular lens (iol) surgery. He stated he has trouble seeing road signs and his television is blurred. He reported he has "bad" halos and notices poor contrast between objects. The consumer stated he has good computer and reading vision in good lighting. He reported an optometrist informed him he still had astigmatism, which is causing him not to see his best. He stated the optometrist recommended he wear glasses to see the television and to drive. Per the consumer's request, the surgeon was not contacted for additional information. There are two medical device reports associated with these event. This report is for the left eye.